Event description:
A customer reported obtaining falsely elevated potassium results for three pt samples. The results for two of the samples were not reported. The results for one pt sample were reported, which resulted in an IV flush being initiated on the pt. Upon repeat testing for this sample, a corrected report was issued which resulted in the IV flush being discontinued. There was no report of pts harm as a result of this event.